Event description:
The pump was delivering at a fast rate. No other details were available or reported about this event. It is not known if a patient was involved.

Manufacturer narrative:
The pump was returned and evaluated. The inspection seals were missing and the instrument was non functional on either ac or dc. Co resolved the no power and upon power up the unit displayed a pressure transducer failure alarm. The alarm resulted from the ceramic pc board on the transducer being cracked. Additionally, it was noted that the white rtv was missing from the face of the transducer as well as no set loading guide being present. The transducer was replaced and rate accuracy was tested. The instrument performed within MFR specifications for all tests. Co was unable to duplicate the reported incident. The cause of the cracked transducer board cannot be determined since the missing inspection seals reveal that the unit had been opened prior to being returned. The user will be instructed to refer to service bulletin #298 (july 1992) for the mechanism leak test and realignment procedure that should be performed during routine maintenance.